Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that main legacy full-height drawer 5, pocket a4 had failed. The fse cleaned the contacts on the drawer controller board and secured all connections. The rail rubber bumpers were replaced as part of the corrective action. The drawer was tested and confirmed to be functioning properly. The customer successfully recovered the pocket, and the fse verified operational status after securing all connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User tried to reboot and recover but failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.